Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Request for product return has been made. This report will be updated should additional information become available or if analysis is completed.

Event description:
Additional information was received indicating an invasive procedure was performed and this lead was successfully explanted. The device remains in service without further complication. No additional adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned severed in two segments 112 millimeters (mm) from the is-1 terminal pin. The high voltage dbs cable was fractured at the proximal end of the connector block inside the yoke at 95 millimeters (mm). Microscopic evaluation of this area revealed ductile overload consistent with damage caused during the explant procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances and shocking impedances in both the chronic and newly implanted device. As a result tachy therapy was turned off and the patient is wearing a life vest. To date, no additional adverse patient effects have been reported.